Manufacturer narrative:
Batch review performed on 31-jul-2025: ball heads: mectacer 01.29.209 mectacer head biolox delta dia.36 12/14-m (k112115) lot. 2501510 (B)(4) items manufactured and released on 07-02-2025 expiration date: 2030-01-22. No anomalies found related to the problem. To date, 90 items of the same lot have been sold with no similar reported event during the period of review. Additional implant involved, batch review performed on 31-jul-2025: liner: mpact 01.32.3644hct flat pe hc liner ø36/e (k103721) lot. 2425462 (B)(4) items manufactured and released on 06-11-2024 expiration date: 2029-10-17. No anomalies found related to the problem. To date, 91 items of the same lot have been sold with no similar reported event during the period of review. Conclusion: there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 3 months from primary, the patient came in reporting pain due to a dislocation of the head from the liner and the cause is unknown. The surgeon revised the head and liner. The surgery was completed successfully.